Event description:
As reported by the user facility: ref # (B)(4), lot # unknown, 1 item, occurred (B)(6) 2013. Reports clip did not deploy. No injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of (B)(4). Numerous attempts to the facility to gain additional information on the event and the lot number have not been successful at this time. One sample was returned for evaluation. The sample and all available information were forwarded to the actual MFR, b. Braun malaysia, for evaluation. Their investigation is on going at this time. A follow up report will be provided after the inspection results are available.